Event description:
It was reported that the anchor was broken. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned. Visual assessment of the insertion device showed no damage. We regret that we are unable to provide a root cause for the reported complaint. As such the complaint is being closed without conclusion.